Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to use a lot of force to place the cartridge onto the pump. Reportedly, the housing damage was impacting the ability to insert and remove the cartridge. The customer's blood glucose level was 480 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.